Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. (B)(6). Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR review for plunger difficult to move and plunger bending during use due to unknown lot number. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failures as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issues are unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd ultra-fine¿ ii insulin syringe plunger was difficult to move while aspirating "somatropin" and required a lot of force. The following information was provided by the initial reporter, translated from portuguese to english: "customer applies somatropin to her daughter and informs that when the medicine is aspirated, the plunger is very difficult to move. "The plunger does not aspirate and does not come down properly, he needs a lot of force." He also reports that on certain occasions the plunger even bent because of the force applied."